Manufacturer narrative:
It has been reported that a revision surgery was performed, as the patient was suffering from pain. The explanted biolox delta ball head 32l (75007462) was not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain medical information. The serial number of the biolox delta ball head 32l (75007462) was provided. The production documentation was reviewed, however no deviations from the standard procedures were detected. A review of the complaint history did not show any similar issues with the product in scope. If the reported pain is related to the ball head cannot be determined, however pain is listed in the IFU as a possible side effect. Based on the information the reported failure mode (pain) cannot be confirmed. The root cause cannot be determined due to insufficient information. If more information or the product become available, we will reopen the complaint for further investigations. No further investigations were initiated due to lack of information. Smith and nephew will monitor this product for further similar issues.

Manufacturer narrative:
The associated head and insert were not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain device details or confirm the alleged deficiency with the devices. Smith and nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. As device details were not made available, device history record review cannot be completed. Additionally, a complaint history review could not be performed due to lack of device information. There is no information that would suggest the implanted devices failed to meet specifications. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to pain. Head and insert were explanted. No delay or back up reported.